Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed elevated capture threshold exhibited by the right ventricular (rv) lead. No further information was available.